Event description:
A report was received that the patient was experiencing discomfort and skin irritation at the pocket site due to non device related weight loss. The physician repositioned the pocket site.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical and performance tests performed. The possibility that electrical leakage could cause irritation at the patient's pocket site was investigated. The ipg output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. Ipg stimulation amplitude and timing was monitored for errors. No intermittent anomalies were noted in the output. Device exhibits normal device characteristics.

Event description:
A report was received that the patient was experiencing discomfort and skin irritation at the pocket site due to non device related weight loss. The physician repositioned the pocket site.